Manufacturer narrative:
(B)(4). D10: sutr anchor all-sutr 1.4mm strl kit cat #: p44-210-0014-sk lot #: 5010540. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during an orthopedic procedure 2 instrument fractured, and the debris remains in the patient with no known impact or consequence reported at the time of the event. No additional patient treatment beyond intraoperative imaging and retrieval attempts was reported. There were no known complications reported at the time, and no immediate revision was reported. Attempts have been made, and no further information has been provided.